Manufacturer narrative:
Neither pt injury nor intervention was reported. An investigation to collect additional clinical info remains ongoing. A gambro technical services (gts) field rep inspected the machine. He simulated a run and no alarms occurred. He verified fluid removal accuracy. No machine problem was found.